Event description:
Npwt pump passed initial operational test upon receipt from MFR. Due to an increasing number of pump failures, MFR replaced power cords with a more heavy-duty power cord to avoid electrical fluctuations entering the pumps. This pump was tested while using the new power cord. Pump was attached to a simulated wound. Pump ran for two full days, (was plugged in to power outlet entire time). At the beginning of the third day, the pump alarmed low battery, and no power cord icon was displayed on the lcd screen. Pump ran for approx 30 minutes, then shut down.